Event description:
Plunger won't work...two defective pens in the box. Dose, frequency & route used: inject 26 units under the skin every morning. Therapy dates: (B) (6) 2010. Diagnosis for use: high blood sugar.